Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the loop broke. This happened 7 different times and the operating time was not extended by more than 30 minutes. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the sample noted 4 sutures and 4 needles. Microscopic inspection of the open loops noted material transfer which is an indication that the loops were welded. One suture was broken. This serves as evidence that the loops were broken under tension; however, since three samples were received with loops open and one received broken, the force required to break the loop cannot be determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.